Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that, after thr had been performed on an unknown date, the patient experienced an aseptic loosening. This adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: was reported that, after thr had been performed on an unknown date, the patient experienced an aseptic loosening. This adverse event was solved by revision surgery on (B)(6) 2021. The polarstem stem lat.ti/ha 1 non-cem used in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. The provided photo was reviewed. However, it does not aid in the medical investigation of the reported "aseptic loosening." Based on the limited information provided, a thorough medical assessment could not be performed. No additional complaint was reported for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The IFU (lit. No. 12.23 ed 05/16) lists loosening as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause for the reported loosening is attributed to a known inherent risk of the device. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.